Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation, the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. It was reported that while ablating, the physician stated that an audible steam pop was heard. The physician utilized the intracardiac echo catheter to visualize the pericardial space. The physician noted that a pericardial effusion was seen. The physician performed a pericardiocentesis procedure, 400 mls of fluid was removed from the patient's pericardial space. The patient was in stable condition and being transported to the unit for further observation. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31174388l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation, the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. It was reported that while ablating, the physician stated that an audible steam pop was heard. The physician utilized the intracardiac echo catheter to visualize the pericardial space. The physician noted that a pericardial effusion was seen. The physician performed a pericardiocentesis procedure, 400 mls of fluid was removed from the patient's pericardial space. The patient was in stable condition and being transported to the unit for further observation. The physician¿s opinion on the cause of this adverse event is that it was procedure. Issue occurred during the ablation phase. The patient required extended hospitalization. No transseptal puncture was performed. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).